Event description:
Consumer complaint of e-2 error; insufficient blood sample error. Test strip lot MFR's expiration date is 06/28/2016 and open vial date is not verified. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned test strips evaluated with defect found; showed indication of sample leaking around test chamber. Most likely underlying root cause of malfunction noted in the complaint: poor spacer adhesion. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2014).